Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a laser induced thermal therapy (litt) for a neuro based procedure, an insufficient ablation was delivered to the corpus callosum requiring a second procedure. It was reported that a MRI revealed that the posterior third of the corpus callosum was still intact following the initial thermal treatment. The initial treatment was reported to have been conducted for epileptic foci. It was noted that the second procedure was performed on (B)(6) 2018, however no additional information regarding the patient was provided. No additional information was provided.